Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had visited to the emergency room and then was hospitalized on (B)(6) 2020 due to high blood glucose level of over 600 mg/dl which was treated with syringes. Customer stated that he had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they dropped the insulin pump twice on the hospital floor. The insulin pump passed self test and displacement test. The insulin pump will not be returned for analysis.